Event description:
The ge oec 9900 fluoroscopy system would not boot.

Manufacturer narrative:
A ge oec service representative was investigated the issue and re-loaded the system software to prevent the malfunction from occurring again. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.